Manufacturer narrative:
Tracking #: (B)(4). Date sent: 09/27/2004.

Event description:
It was reported that during a lobectomy procedure, on the first firing, part of the staples were malformed. Some parts were not cut. The case was completed with ligation with suture. No patient consequence.